Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a demonstration, after the device was set up, the sales rep demonstrated the operation of the device. However, the articulated jaws could not be returned to straight position. The reload could not be removed from the adapter and was only removed by force. After that, the adapter was connected to the handle, however, the calibration did not complete for a while. After the calibration completed, the display screen of the handle showed an error indicator. There was no patient involved.